Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported that in the operating room within an hour after placement of the sheath, blood was found leaking from the connection between the sideport hub and the stopcock. As a result, the user clamped the sideport and used the sheath as is. The sheath was removed after the surgery was complete and no further treatment was complete. There was no reported delay, death, or complications to the pt as a result of this occurrence.